Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that laser fiber for laser ablation was placed about 2mm off target. It appears that the laser fiber is parallel to the intended trajectory. The surgeon had to modify his approach to ablate the tumor by using a different probe. The surgeon was able to complete the surgery, no delay was reported. Accuracy tests were performed after the surgery and all passed.

Manufacturer narrative:
It was reported that a fiber inaccuracy was noticed during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the registration was done correctly and the verification could not be verified. There was no malfunction or non conformance of the device. The device performed according to specifications. The most probable root cause for the inaccuracy is an undetected movement during the surgery but it cannot be confirmed. The root cause of this event cannot be determined.